Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had cuff inflation and deflation issue. The customer reported that the cuff was tested using a syringe with about 8 cc of air to push air in and out of the cuff. It was stated that there was no patient injury.

Manufacturer narrative:
One sample was evaluated. All tasks associated with this complaint are complete. The reported condition was confirmed. The device history review(DHR) review shows the product was released to specification. The investigation found cuff leakage but the actual complaint had used therefore, the reported condition is not related to manufacturing process. So, the root cause and corrective action is not required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.